Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced the following: the screen was flashing a bunch of colors and was fuzzy and had no image. This event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image and white residue in the air/water cylinder and channel. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the reported malfunction for noisy image and no picture was due to the plug unit not responding and being damaged. Additionally, the malfunctions identified during the investigation, white residue in the air/water cylinder and the air/water channel, could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.